Event description:
On (B)(6) 2015, cormatrix cardiovascular became aware of an event following the use of the cormatrix cangaroo ecm envelope. Details of the event are provided below. It was reported that on (B)(6) 2015, a cardiac pacemaker generator change-out was performed using a cangaroo ecm envelope when implanting the new pacemaker. No new leads were placed at the time. The pocket was debrided and vigorously irrigated with antibiotic solution. The ecm envelope was soaked in antibiotic solution for one minute prior to implanting the device. Two days following implantation, swelling was noted below the incision. On (B)(6) 2015, signs and symptoms of early post-surgical site infection with surrounding erythema and effusion of the pocket was observed. Two sets of blood cultures indicated no growth was present. Patient did not improve on antibiotics. On (B)(6) 2015, the pacemaker, including the ecm envelope, was removed. The doctor believes there is a deep pocket infection, possibly (B)(6)/staph.

Manufacturer narrative:
The product was not returned to cormatrix for evaluation. The cause of the infection cannot be conclusively determined; however, because the infection was described by the physician as being a "deep pocket" infection it appears the infected area includes the location where the cangaroo envelope was implanted. Also, as the infection was identified as (B)(6) / staph, it is possible the infection was obtained in the hospital. (B)(6) infection is caused by a strain of staph bacteria that has become resistant to the antibiotics commonly used to treat ordinary staph infections. Most (B)(6) infections occur in people who've been in hospitals or other health care settings. When it occurs in these settings, it's known as health care-associated (B)(6) and is typically associated with invasive surgical procedures. Cormatrix has completed a review of all manufacturing and sterilization records associated with lot m14n1204. There were no deviations or non-conformances found during the review. The lot in question met all requirements for release.